Manufacturer narrative:
E1: initial reporter facility name: (B)(6). Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the bladder of a large volume infusor cracked and solution leaked. This was observed during setup. The device was filled with 200ml of solution. There was no patient involvement. No additional information is available.

Manufacturer narrative:
H4: the lot was manufactured between february 16, 2023 - february 17, 2023. H11: a batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. The device was not received for evaluation; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.